Manufacturer narrative:
Although there was no indication of an injury to the patient or a manufacturing process issue, this failure mode is now being reported due to previously establishing that if this malfunction were to reoccur, a serious injury may occur.

Event description:
Surgeon was in the initial process of inserting device down the patient's esophagus. The device was in the proximal esophagus when the surgeon experienced some resistance in progressing down the esophagus. The physician extracted the device. Following removal it was noticed the elastic band which holds the distal tip of the endoscope in place against the distal tip of the device during insertion was broken. There were no adverse patient effects and a second device was opened and used to successfully complete the procedure.